Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Although the cause of the central ai in this case cannot be confirmed, it is possible that procedural factors (potential over-expansion of the valve) in addition to patient factors (elliptical annulus) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required. The two serial numbers for the implanted valves were received ((B)(4)). However we are unable to confirm which valve was implanted first.

Event description:
A 23 mm sapien valve was prepped with 17.5 ml and deployed in a final 90:10 aortic/ventricular position. Following valve deployment, moderate central ai was observed, possibly caused by flaring of the outflow of the valve. A second valve was prepped with 17 ml and positioned slightly more ventricular, 2 mm lower than the top of the first valve, improving the central ai. No pvl was observed. The team elected to forego initial bav, as the patient had a recent bav procedure. The patient remained stable throughout the procedure and was transferred in stable condition. The native annulus diameter was reported as 20x24.6mm (valve area 392mm2) by tee and 20.7x26.5 by 3mensio (valve area 417mm2).